Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an abdominal aortic aneurysm procedure in a heavily calcified right and left common femoral arteries. Two proglide devices were used in the right common femoral artery and two proglide devices were used in the left common femoral artery. Reportedly, one of the proglide devices used in the right common femoral and one of the proglide devices used in the left common femoral experienced a cuff miss. Another proglide device was used in both arteries to achieve hemostasis following the interventional procedure. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. There is limited reported information of event circumstances and a conclusive cause for the reported cuff miss could not be determined a cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Except for heavy calcification of the artery, no other patient anatomical information was disclosed. The patients artery was reportedly heavily calcified. Proglide instructions for use, special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The lot history record for this product was not reviewed and a query of the complaint-database was not performed because the lot was not report. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information. The other proglide device is being reported under a separate medwatch report number.